Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused kidney disease. The patient did report to receive medical intervention and had a kidney transplant. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.   Additional information was received and section b5 should be reported as:   the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have had a kidney transplant. This event is assessed as related to the device in this case. The reported event of kidney transplant and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as related to the device in this case. The device has not yet returned to the manufacturer for evaluation. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on may 29, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to have kidney transplant related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received about the allegation of cancer. Section h6 health effects: clinical code was updated in the report.

Manufacturer narrative:
Additional information was received on dec 11, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged to have kidney transplant and cancer related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the control knob was missing and dust-like and unknown contamination on the top cover. An unknown greyish contamination was observed in the lcd (liquid crystal display) area of the ui (user interface) panel. Dust-like contamination was observed on the right-side panel, in the air inlet, on the pca (printed circuit display), on the interior side of the left side panel, on the blower cap, on and in the blower motor, and around the walls of the bottom enclosure. What seemed to be insect larvae was observed on the sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. Sections b7, d9, e1, h2, h3 has been updated/corrected in this report. Section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.) Section b2 was corrected to other serious or important medical events. (Previously, it was blank.) Section d9 has been updated. Section h1 was changed from malfunction to serious injury. Section h6 health effects: impact code was corrected, type of investigation, findings and investigation conclusions has been updated.